Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was experiencing electrical sensations even when she turned off the scs system stimulation. A system diagnostics indicated the impedance for the cervical lead was low, less than 200ohm. Consequently, the md removed the patient's scs ipg to see if there were no problems with the cervical lead. Follow up two weeks later identified the patient did not experienced any perceptions or shocks. The md implanted a new ipg and the issue was addressed.